Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels that ranged from 30-40 mg/dl. Customer consumed carbohydrate to address bg. Reportedly, customer alleged the pump had delivered too much insulin resulting in the low bg¿s. Tandem technical support performed a system check and determined the pump to be functioning properly and that the cause of the low bg was unknown; however, customer maintained the allegation. Reportedly, customer reverted to manual injections for insulin therapy.